Event description:
Attorney reported: the pt suffered injury and damage associated with his use of defective products a bard kugel mesh, bard composix e/x, a bard composix kugel hernia patch, bard composix e/x mesh and a bard composix mesh. The pt alleges to have suffered disabling pain and required surgical intervention, due to having the patch implanted in him.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available. See MDR 1213643-2009-00068 for information related to the bard kugel mesh listed in the event description. See MDR 1213643-2009-00069 for information related to the 1st bard composix e/x mesh listed in the description. See MDR 1213643-2009-00070 for information related to the 2nd bard composix e/x mesh listed in the event description. Information related the bard composix kugel mesh listed in the event description will be reported in accordance with rae.